Event description:
It was reported that during an intestinal polyp treatment procedure, a shaft fracture occurred. A 20 mm oval rotatable snare had been selected and advanced to treat an unspecified polyp in the large intestine. The physician attempted to retract the handle, to close the snare, but the handle separated from the inner sheath. The procedure was completed with another 20 mm oval rotatable snare. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4).